Manufacturer narrative:
(B)(4). The complainant has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Investigation incomplete.

Event description:
It is reported that the instrument was discovered broken. Attempts have been made, and no additional information is currently available.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The complaint sample was evaluated, but the reported event was not confirmed. The returned devices exhibited signs of excessive wear and use and the tibia guide was missing both the bolt and bushing components. However, no evidence fracture was identified on either device. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.